Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads are fractured. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The reported observation of lead fracture was confirmed. As received, the stim end segment had broken wires which would cause high impedance/inadequate therapy. The cause of the event remains unknown as the patient did not report any history of trauma or incidents that could have contributed to the lead fractures.